Event description:
Healthcare professional reported left side exchange from textured to smooth implanted due to the patient's concern with the product. Healthcare professional reported "intracapsular rupture" and "partial double capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, creases fold and missing shell. Base on the device analysis the final assessment is: a broken crease sharp on radius assessed as fold flaw opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture" and "partial double capsule" and exchange due to patient product concern.

Event description:
Healthcare professional reported left side exchange from textured to smooth implanted due to the patient's concern with the product. Healthcare professional reported "intracapsular rupture" and "partial double capsule". Device has been explanted.